Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a cut in the silicone tubing approximately 2½ inches from the closed twist sleeve. Functional testing including clear passage, and clamp function testing were performed with no issues noted. Functional leak testing was performed which revealed a leak at the location of the cut in the silicone tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a cut in an unspecified location of the minicap transfer set which resulted in a leak of peritoneal fluid. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.